Event description:
A (B)(6) male pt contacted zoll customer support to report the electrode belt would not stay connected to the monitor. The pt was provided with a replacement electrode belt and replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of belt (B)(4) has been completed. The reported problem (service code 204) has been confirmed. As received, the trunk cable connector was broken. The root cause of the damaged cable cannot be positively identified. No adverse event resulted from the defective trunk cable connector. The pt received a replacement electrode belt. Device eval of monitor (B)(4) is currently under investigation. Servicing of this monitor led to a reportable event. The monitor experienced constant resets. A root cause analysis is currently underway. A supplemental report will be sent upon completion of the analysis. No adverse event resulted from the constant resets. The pt reported an unrelated event and received a replacement monitor. Device manufacture date: (B)(4) - 06/2010.